Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device's image was not stable on screen. While connected to the processor and often became distorted. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation noted malfunction in the camera cable was observed. In addition, the coupler unit was noted to be wobbling. Based on the results of the investigation, the reported issue was confirmed and found to be due to faulty cable, wobbling coupler attributed to component failure. A definitive root cause of the faulty cable, wobbling coupler cannot be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's image was not stable on screen while connected to the processor and often became distorted. There were no reports of patient harm.